Event description:
Complaint alleged that bed intelli-drive system was not working properly. No injury reported.

Manufacturer narrative:
Tech found that the bed drives backward when you are in forward mode. Checked pac board, dc voltages, both handles, pacm board. Problem was found in right handle. Replaced right handle to resolve this issue.